Manufacturer narrative:
Although requested the device was not returned for evaluation. A review of the device history record (DHR) could not be performed as the lot number was not provided. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that during insertion of an intraocular lens (iol), the iol tucked under the injector tip and a capsular bag tear occurred. Additional information was requested but not received.